Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a cracked syringe port along the thread. The tamper seal was not broken. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The pump passed all functional testing and operated as intended, however the lcd had missing segments. The cause of the reported issue was undetermined. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).

Event description:
It was reported the device exhibited an incident. No side effects anymore but increased fluid retention, oxygen need, shortness of breath, chest pain currently.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.